Event description:
The patient reported he developed itching and redness under the tape collar of the device. The symptoms have persisted for approximately 6 months. No additional information is available.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations of adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Covatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.